Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 10 oct 2019. The returned valve was received in the original plastic jar with no liquid inside. The pericardium was covered by blood so it resulted still wet. The visual inspection performed on the returned prosthesis valve did not highlight pre-existing defects. The collapsing replication, performed with the returned valve and a demo accessory kit, was completed with no issue. The deployment simulation and the static leak test, performed on the returned valve, did not highlight evidence of paravalvular leaks and / or particular deformation at the annulus level. Based on the results of these analyses, the reported event cannot be explained by any factor intrinsic in the involved device; a possible root cause of the reported issue can be reasonably related to a mishandling occurred during the collapsing procedure that could have compromised the entire implanting procedure.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. The device would not collapse properly, although the difficulties encountered were not further specified. The pvs23 was eventually collapsed but did not deploy fully, and there was a perivalvular leak. The pvs23 was explanted intraoperatively as it did not fit properly. Another device from another manufacturer was used.